Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device, and found that the reported phenomenon was duplicated. And the cable of the subject device has internal signs of twisted wires. And the video connector of the subject device was cracked. Device history record review, indicates that the product was manufactured and tested in accordance with all applicable procedures. And met all final product release criteria. The exact cause of this event could not be conclusively, determined. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised, that the reported phenomenon occurred, since a communication failure occurred, due to the following causes. The cable failure, due to a twisted cable. The cable failure, due to the video connector cracks.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for laparoscopic appendectomy, when the user connected the subject device to video system center, the endoscopic image of the subject device was not displayed. The user completed the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.